Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device heated up and burnt the patient's lips while being used together with the drill/burr-attachment device and the cable device. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient and user involvement reported. It was unknown to the reporter if there was any medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During repair, it was determined that the reported condition was not confirmed. A functional assessment was performed and the device passed all tests and no failures were identified. It was determined that the device was in good condition. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.